Manufacturer narrative:
This MDR is being submitted to correct section d2 type of device from zio xt to zio monitor due to an administrative error.

Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio monitor for 8 of the 10 days prescribed. It is unknown if the patient has history of reactions to medical adhesive. Irhythm was unable to obtain additional information regarding the reported event. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. A dermatologist consulted by irhythm assessed images of the patient's affected area. The irritation was isolated to the external outline of the adhesive and diagnosed as allergic contact dermatitis to the clear film around the circular regions of the patch. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
On may 9, 2024, irhythm received a medwatch report (mw5154172) which stated that a patient was prescribed a zio device to monitor an abnormal arrhythmia for a 10-day wear period. According to the report, the patient experienced a slight burning sensation, redness, and itchiness on the day after their application. The nurse informed the patient that the discomfort could be common and assured them to continue wearing the device. By day 7, the patient¿s symptoms of burning, redness, and itchiness had worsened, leading to difficulty sleeping due to the pain. The report states the patient continued wearing the zio monitor device because they were symptomatic but eventually removed it on day 8. Two days after removing the device the patient observed burn like marks on their skin where the device had been attached. The patient's skin continued to itch and burn even after applying neosporin, causing concern about potential scarring. According to the medwatch report, the patient has followed up with their primary care physician for treatment. No further details were provided.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.